Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material in the device nozzle. This is attributed to failure to clean adequately. Other observations for the device: due to wear of angle wire, bending angle in up direction does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip, crack, and white-clouded area; adhesive around objective lens is peeled; objective lens has a chip; distal end cover (c-cover) has a dent; connecting tube has a wrinkle; and connecting tube, protector of universal cord, and switch (sw) sw1 have a scratch. The user¿s complaint of poor angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device: the device was cleaned, disinfected, and sterilized before sending in for repair. Presence of foreign material and when it adhered in the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of a poor angulation issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Event description:
Addendum feb 6, 2023: there is no patient involvement in the customer reported event.

Manufacturer narrative:
Available additional information has been received for this event. Correction being made for operator of device. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, adhesion of foreign material to the nozzle was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. However, it was confirmed that there was no deformation of the air/water nozzle and that the reprocessing was carried out according to the IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.